Event description:
It was reported that during a lap gastric bypass procedure, the shaft was detached from the handle and the jaws did not open or close. There were no adverse consequences to the patient.